Manufacturer narrative:
Block b3: exact date unknown, event occurred about a year prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn:m365sc2218700, model:sc-2218-70, serial:(B)(6), batch:7083191, UDI: (B)(4). Product family: scs-lead fixation, upn:m365sc43160, model:sc-4316, serial: na, batch:28009760, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had migrated. The patient underwent a procedure wherein the scs leads were replaced. The explanted devices were not returned due to facility protocol.